Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of their pd treatment. The patient reported receiving an fill complication encountered during fill 1 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that they began loosening the patient line connection and it caused the fluid leak. Fluid was not discovered in the pump module area and on the external of the cassette. The patient was advised to reset with new supplies. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of their pd treatment. The patient reported receiving an fill complication encountered during fill 1 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that they began loosening the patient line connection and it caused the fluid leak. Fluid was not discovered in the pump module area and on the external of the cassette. The patient was advised to reset with new supplies. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Correction: g1

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of their pd treatment. The patient reported receiving an fill complication encountered during fill 1 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that they began loosening the patient line connection and it caused the fluid leak. Fluid was not discovered in the pump module area and on the external of the cassette. The patient was advised to reset with new supplies. Additional information was requested, however; to date has not been provided.